Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that the problem by inserting the plate. The plate fall just after insertion. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received and photo provided by the customer. Only the loader assembly was received for evaluation in its original packaging. Visual observation revealed no anomalies in the loading tool. The loader was test with expressew iii gun; as a result, it was not felt any resistance or stuck issue. The photo showed the label of the device. A manufacturing record evaluation was performed for the finished device lot number56220:, and no nonconformances were identified. Based on the condition of the device received, this complaint cannot be confirmed. The possible root cause for the failure reported can be related when the loader is inserted at an angle, and it is use excessive force to assembly can be damaged the plate. If the tabs of the plate are bent, it could reduce the amount of plate engagement within the pocket of the top jaw, compromises the plate¿s retention capabilities of the device. Also, if the plate sticks above the profile of the device, it will make contact with the cannula dam, contributing in the detaching of the plate. As per IFU, load the retention plate, follow the directions printed on the loading tool card packaged with the retention plate. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in (B)(6) that during a rotator cuff repair procedure on (B)(6) 2021, it was observed that the plate on the exprsew iii ac+ rtn plate device fell off after insertion. Another like device was used to complete the procedure with a delay of four minutes. There were no adverse patient consequences reported. No additional information was provided.